Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at resmed. The reported power up failure was confirmed through review of the device logs. The investigation determined that the device failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. The preliminary eval identified the root cause of the system fault to be a power source failure. The device is being returned to the mfg facility (B)(4) for an engineering investigation. (B)(4).